Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: on an unknown date, surgeon expressed dissatisfaction with the matrix neuro plating system. The low-profile plates are not holding the bone in place. During patient follow-up, it is observed that plates are sinking or subsidence of the flaps is occurring. It was also noted that more plates and screws were being used compared to other systems. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not completed; no conclusion could be drawn, as no product was received.